Event description:
MFR rep reported infected lead and extension were removed. Ipg remained implanted. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
This report is based solely on device return and analysis. Evaluation summary tce101049v inner insulation bilumen tubing voids; full lead in segments returned.